Event description:
There were coupling issues between the implantable neurostimulator and recharger. The recharge antenna locator featured was used to find the optimal location, but no more than 2 recharge efficiency boxes filled. The device was implanted 2 weeks earlier. It has been sutured down. There was no swelling of fluid present over the device. The use of spacers did not improve coupling. The implantable neurostimulator was tipped in the pocket; the header box could be palpated, but the field rep could not feel the bottom part of the device very well. The pocket was revised. Afterward, the device recharged with 8 recharge efficiency boxes. The device system was working properly and the pt was receiving good stimulation.